Manufacturer narrative:
Batch review performed on (B)(6) 2023 lot 188617: (B)(4) items manufactured and released on (B)(6) 2019. Expiration date: 2024-feb-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability and the cause is unknown. About 3 years and 3 months after the primary surgery, the surgeon revised the 11mm cr liner with a 12mm e cross liner. The surgery was completed successfully.